Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the helix of the pacing lead cold not be extended. The lead was attempted not used and replaced. No patient complications have been reported as a result of this event.